Event description:
Bronchoscopy was performed in intensive care unit at bedside. Procedure had been completed. Rn who assisted with the procedure had on gown, gloves, and mask. She had already removed fluid resistant face shield. Nurse was leaning over the specimen bottle when latex tubing spontaneously disconnected from the sputum trap (specimen bottle), sprung back and contents splashed the nurse in the right eye.